Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that their device was not working properly because the patient had a hole between their bladder and kidney. Once the hole was repaired, the device started to work.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0rfuk, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and pelvic floor/ gastrointestinal. It was reported that the patient was still leaking. The patient had a hysterectomy prior to implant and the leaking started after that procedure. The device therapy had done little to help their leaking symptoms since implant and the patient had a little improvement with the trial device. The patient's health care provider (hcp) had them on 4 oral medications for the bladder issues and if that didn't work the hcp would try a catheter. No diagnostics or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. Additional information received from the consumer reported that she could not get her implant to work and figured out her husband was turning implant off and that is the reason implant was not working. The patient reported she was still having leakage problems and will be going to the doctor. The patient reported she had bladder problems in the past prior to implant they would know about her situation. The patient reported her back was swollen when they put in the implant. She also noted an infection not related to implant in (B)(6) 2014 as well as a hysterectomy surgery and 4-5 bladder surgeries prior to implant.